Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was moved four to six times while the patient was being intubated. Four days following implant, high threshold was noted and fluoroscopy revealed the lead was in the coronary sinus. The patient also experienced a hematoma. The lead was explanted and replaced, however during the explant procedure, the helix was difficult to extend and retract; it appeared to be at an angle. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was retuned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.